Manufacturer narrative:
Covidien ref # (B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic gui display. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The device passed all tests.